Manufacturer narrative:
(B)(6).

Event description:
New information received notes that the atrial lead was first observed to have no capture believed to be caused by clavicular crush. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with high voltage lead impedance on the ra lead. The lead was capped on (B)(6) 2019 during an elective pacemaker replacement due to the device battery reaching end of life (eol).